Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
The patient's legal guardian (lg) reported the patient's blood glucose (bg) level reached 21 mmol/l (378 mg/dl), while wearing the pod between 4 and 24 hours. Multiple correction boluses were administered, but they were unsuccessful in lowering the patient's bg levels. When removed from the infusion site (hip/buttocks), the pod's cannula was observed to be bent, and blood was found on the adhesive pad. As treatment, a new pod was successfully applied.

Manufacturer narrative:
The device was received deployed. Blood was observed on the adhesive pad of the returned device. Inspection of the formed needle, soft cannula, and bottom housing found no damages or deficiencies that would result in bleeding/bruising at the infusion site. Although the investigation found no evidence of any damage, the cause of the reported infusion site event could not be determined. No kinks or bends were identified on the exposed portion of the soft cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion.